Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir was leaked from the past o-ring. Blood glucose level was 450 mg/dl. Customer was treated with manual injections for high blood glucose level. The reservoir will not be returned for analysis.